Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence in (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures including surgery on (B)(6) 2010. The patient also experienced bladder pain, difficulty passing urine, presumed urinary tract infection for which antibiotics were prescribed, leg and groin pain, perineum pain, urinary retention, several e. Coli infections, urge incontinence and dyspareunia. The patient underwent mesh removal on (B)(6) 2012. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.